Manufacturer narrative:
Additional information d9, g3, g6, h2, h3, h6. One 8.5f agilis steerable introducer sheath was received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted on the proximal seal, and tearing was noted on the distal seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seals and subsequent leak remains unknown.

Event description:
It was noted during an af procedure, after patient contact, when purging the agilis sheath, bubbles were aspirated by the syringe. It was not possible to stop bubble flow. To resolve, the agilis sheath was exchanged with another and the procedure was completed with no adverse patient consequences.